Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 30 mg/dl. Customer¿s current blood glucose is 52 mg/dl. The customer treated with the food and glucose tablets. Troubleshooting was done for low blood glucose. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does not allege pump was over delivering. The insulin pump will be returned for analysis.